Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 37 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 at 06:54:07 and on (B)(6) 2020 from 07:47:50 to 07:47:54 due to losses of external power while connected to the mpu. The alarms resolved once power to the mpu was restored. The system controller backup battery supported the system during the losses of external power. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including the serial number of the mpu, if the mpu ac power cord has a v-lock connector, if the ac power cord came loose at the wall outlet or the mpu, and if there were any environmental circumstances that would have affected ac power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage hazard and no external power alarms, and the actions to take if the issue does not resolve. The heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit and the actions to take if the mpu loses power. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number #2916596-2020-03088. It was reported that the patient had no external power events on (B)(6) 2020 due to power to mpu being briefly interrupted.